Event description:
A report was received about an insulin gauge displaying a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and was advised to contact support for troubleshooting if the issue reoccurs.